Manufacturer narrative:
The insulin pump alarmed during self test due to faulty component on interface board. However, the insulin passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple clock monitor frequency error alarms. Customer's blood glucose was 496 mg/dl. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.